Event description:
It was reported that the customer went to the emergency room and was hospitalized in the intensive care unit due to a heart attack related to their blood glucose level approximately in (B)(6) 2025. The customer's blood glucose level was 30 mg/dl. Cause was unknown. The customer received IV and saline fluids as treatment as well as 'bags of sugar', but the issue was not resolved and the customer was diagnosed with atrial fibrillation. System check found the pump was found to function as intended. The exact release date from the hospital is unknown, it was approximately in (B)(6) 2025.